Event description:
"A lifepak 5 defibrillator/monitor defibrillated a paramedic while they were performing daily checkout. Monitor was taken out of service immediately following incident." The user facility medwatch report does not provide info regarding, user facility, contact, device serial number or final disposition of unit.